Manufacturer narrative:
H.6. Investigation summary: 19 samples were received: four are contaminated with blood, one of the four is not bd syringe. They have blood between the stopper ribs; during the visual inspection there was no blood presence over the rubber stopper. The posiflush product is one time use and not for drawings. 15 representative samples were received. They came with their sealed packaging flow wrap, plunger rod-rubber stopper, tip cap and saline solution. They all were functionally tested by removing the tip cap and expelling the saline solution; none of them had any leakage past stopper. The posiflush product is one time use and not for drawings. Root cause cannot be confirmed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see section h.10.

Event description:
It was reported that leakage occurred during use with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "I received complaints from renal dialysis of blood coming out and around plunger during flush process. This occurs mostly in drawing and flushing catheters. They feel the plunger has more "play" than they are used to. They have not saved any of the affected syringes to date."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "I received complaints from renal dialysis of blood coming out and around plunger during flush process. This occurs mostly in drawing and flushing catheters. They feel the plunger has more "play" than they are used to. They have not saved any of the affected syringes to date."